Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump quick bolus button was unresponsive. Customer's blood glucose was not impacted. Customer continued to use the pump for insulin therapy.